Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Preliminary examination of the returned device found the suture broken.

Manufacturer narrative:
Investigation - evaluation. (B)(6) hospital in australia reported to cook that on (B)(6) 2020, the locking lever on an ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to unlock. The device had been placed in the patient the day prior to removal. Upon removal, the user had difficulty unlocking the lever . The lever was eventually pried open with forceps and the catheter was withdrawn. The user noted the pigtail curl didn't straighten fully and the device was difficult to remove. No section of the device remained in the patient and no intervention was needed. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One used 8.5f ult device with an unknown blue luer adapter was returned to cook for evaluation. Upon visual inspection, the suture string was noted to be broken. No visible damage to the catheter material was seen. Surface damage was observed on the locking lever, which likely occurred when the customer used forceps to unlock the lever. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that the risks of this device are acceptable when weighed against the benefits. A review of the dhrs for the reported complaint device lot and the related subassembly lots did not reveal any related nonconformances. A database search did not identify any other events associated with the reported device lot. Given this information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. This device is supplied with instructions for use, which states the following in relation to the reported failure mode: "precautions manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance. Unlocking catheter loop for mac-loc locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. Note: for catheter exchange, advance the distal end of a wire guide into the locked loop configuration of the catheter before unlocking the mac-loc assembly. Release the mac-loc as described above. Advance the wire guide through the catheter end hole. Catheter exchange can now be performed." Based on the information provided, inspection of the returned product, and the results of the investigation, the cause for this event has been traced to component failure without design or manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: nurse unit manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6), male patient underwent a procedure to remove an ultrathane mac-loc locking loop multipurpose drainage catheter. The device was in place for one day. The nurse reportedly had difficulty removing the drain, so the patient was referred back to the x-ray department. Forceps were required to unlock the drain "as the blunt needle was bending when attempting to unlock the device." It was noted that the device did not appear to straighten entirely, which likely caused a more difficult removal of the drain. No other adverse effects were reported.